Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The procedural sheath was pulled back to the shuttle hub. The sealant was exposed to blood, protruding out from the shuttle cartridge tubing slit. The advancer tube was found inside the shuttle cartridge tubing. The condition of the returned device indicated an incomplete engagement of the advancer tube during the procedure. Shuttle down procedure was simulated and the advancer tube was able to properly engage the distal tamp lock. The catheter, shuttle cartridge, advancer tube and tamp locks were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lot history record (f1532803) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided and the investigation performed, the reported event may have been caused by an incomplete engagement of the advancer tube during the procedure. Per the mynxgrip instructions for use (IFU): "while lightly holding the device handle to ensure the balloon is abutting the arteriotomy, open the procedural sheath stopcock, then detach the shuttle and advance until resistance is felt." If the returned device was not shuttled down completely, then the advancer tube could not have been engaged to the distal tamp lock, which could result in the device failing to deploy. However, the root cause of the event could not be conclusively determined. Should additional relevant information become available a supplemental MDR will be filed

Event description:
It was reported that following a diagnostic procedure, an attempt was made to use the mynxgrip device for arterial closure; however, it was noted that there was no white tube visible when the procedural sheath was retracted and locked unto the black handle. The device was inserted into the 5f procedural sheath without any issues and the doctor believes he shuttled down completely with the gray handle to a hard stop. Unusual force was not applied when retracting the procedural sheath. Significant resistance was not felt when shuttling down. The balloon was deflated following the reported failure and removed from the patient. The patient received protomine, for reversal of heparin that was given intra-procedure and manual pressure was held for 10 minutes to achieve hemostasis. The patient did not require prolonged hospital stay. The groin was described as stable and it was dressed per hospital protocol.